Manufacturer narrative:
It was reported that a straight plate broke 6 months post-op. No lot-no. Was provided. Due to lack of information we have inspected the last three quality inspection forms of batches we have shipped to the facility and no deviation was detected.

Event description:
It was reported that a hardware removal and revision open reduction internal fixation (orif) was performed on unknown date due to a broken straight plate. The original procedure was performed on (B)(6) 2017.